Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug (device #2) may have caused or contributed to the reported event. The attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Not returned.

Event description:
On (B)(6) 2016: it is alleged by the patient's attorney the patient underwent surgical intervention for a hernia repair. As alleged, a bard/davol bard mesh perfix plug, (device #1 and device #2) was implanted in the patient. As reported, the product was required to be surgically tacked down. As alleged, sometime after (B)(6) 2016, the bard mesh perfix plug (devices #1 and #2) in the patient failed to reasonably perform as intended causing serious injury to patient. As reported, patient experienced severe personal injuries, medical complications and damages from the implantation of the bard mesh perfix plug (devices #1 and #2), including significant mental and physical pain and suffering, permanent injury, and necessitating the need for additional surgeries to address and/or repair and/or replace the defective bard mesh perfix plug (devices #1and #2) and /or complications caused by the defective bard mesh perfix plug (devices #1and #2), along with necessitating the need for other additional, substantial medical treatment due to the alleged defective bard mesh perfix plug (devices #1 and #2).